Manufacturer narrative:
Concomitant medical products: 3058, interstim urinary mgu, ipg, implanted on (B)(6) 2012; 3889-33, interstim urinary mgu, lead, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.